Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was admitted to the hospital with a ventricular tachycardia (vt)/ventricular fibrillation (vf) storm where multiple shocks were received from the device. The episodes occurred after midnight, with the last treated episode being recorded at 1:02am and cardiopulmonary resuscitation (CPR) starting at 1:04am. Device data was submitted to technical services for review. It was noted the patient was in a coma and was intubated since after the episodes. Additionally, a brain magnetic resonance imaging (MRI) scan was performed two days after the episodes. The device was set to the primary vector for this vt/vf storm, with the rate cut offs at 200/240 bpm. Treated episode 001 began at 12:39 am and showed high amplitude vt at about 200-210 bpm. The first shock in the episode accelerated the vt to vf, the second shock did convert and was followed by post-shock pacing. Shortly after, the arrhythmia reinitiated and the third shock accelerated the vt into vf. The fourth shock converted the rhythm and post-shock pacing was again observed. However, a new high amplitude vt rhythm started within a few seconds and the fifth shock did not change the rhythm morphology. Therapy was exhausted and no new episode would begin until normal sinus rhythm was declared. The next episode was for smart pass disablement, due to very small amplitudes resulting in poor sensing as some signals appeared to be below the sensing floor at about 0.08mv. Treated episode 003 showed low amplitude rhythm that was finally detected and treated about 54 seconds into the episode. The shock converted the arrhythmia and post-shock pacing was delivered for about two beats until artifacts on the baseline were oversensed so no further pacing was provided. Three shocks were delivered in treated episode 004 and one shock in treated episode 005; delivered shocks in these episodes were inappropriate, as they showed a ventricular rate of about 100 bpm with p- and t-wave oversensing. Since the patient has been hospitalized, the sense vector was reprogrammed to alternate and the conditional shock zone rate cut off was decreased to 190 bpm. Technical services recommended performing x-rays to evaluate system placement and suggested decreasing the conditional zone rate cut off to 180 bpm as the initial vt started at about 180-200 bpm. The s-ICD system was functioning as expected given the patient's condition and device programming, with functional undersensing due to small amplitude r-waves observed. The distributor representative later reported no x-rays were made available. The patient was transferred to a different hospital; they remain in the intensive care unit (ICU) in a coma and intubated. The MRI showed injury to the brain but not brain death and the ICU doctors were hopeful for the patient to recover. The s-ICD system remains implanted and in service.